Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the coronary dilatation catheter (cdc) instructions for use trek otw instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Although the rbp in the procedure is unknown it was noted to be above the requirement and; therefore, it exceeds the allowed specification. In this case, it is likely the balloon being inflated above rbp multiple times contributed to the balloon rupturing and separating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x12mm trek dilatation catheter advanced to the left main (lm), moderate to heavily calcified lesion for post-dilatation of an unspecified stent. The stent was under expanded so the trek balloon was inflated above the rated burst pressure multiple times. The balloon burst. Once the balloon catheter was outside the anatomy, it was noted that the distal part of the balloon had separated. Snare was successfully used to remove the separated portion. There was no adverse patient sequela and no clinically significant delay. There was no additional information provided.